Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial MDR. The correct registered site is brooklyn park, not aomori. The registration number is 3011050570. D3 and g1b have been corrected accordingly. Updates also added to d4 and d9.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection. Upon evaluation, the probe was broken at 13.55 millimeters from its distal end. The broken probe tip was returned. Additionally, the tissue pad is peeled off, the probe has contact marks, and the non-insulated area of the grasping section (h-electrode) has contact marks. Based on the results of the investigation, the complaint is confirmed. The most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic hysterectomy, during hemostasis, one of the forceps jaws broke. The jaw had to be retrieved from the patient's body. The procedure was prolonged by less than 30 minutes. There were no reports of patient harm.